Event description:
(B)(4). According to the information received, an end user reported a catheter with blocked eyelets. The customer reported that some catheters do not work as no urine comes through the catheters. The customer has to try several catheters before she has one which can empty the bladder.

Manufacturer narrative:
Fifteen samples were received for examination. Visual inspection and performance testing concluded that the product conformed to specifications, and there were no blocked eyelets; therefore, coloplast cannot confirm the reported complaint. A review of the lot history records did not reveal any nonconformances or deviations related to this complaint. To date, there have been no additional complaints for this lot number.